Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had reverted to storage mode. The device had triggered eol (end-of-life) more than half a year prior. Upon interrogation, a fault code exhibited, indicating that this device had entered storage mode. A device in storage mode means that the device cannot shock or pace and the patient should be considered unprotected. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
To date, information suggests that this medical device was explanted but has not yet been returned to the boston scientific crm post market quality assurance laboratory for analysis purposes. As new information would become available, this report will be further evaluated and updated. Subsequently, upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing a charge time of 27.621 seconds at a monitoring voltage of 2.58 volts. End of life (eol) was declared with a single charge time of 34.077 seconds at a monitoring voltage of 2.57 volts. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed. This issue is discussed in the q2 2010 product performance report.